Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05july2019. A follow up report will be submitted once the evaluation is complete.

Event description:
It was reported that the unit had an oxygen sensor failure. There was no patient involvement.

Manufacturer narrative:
Date of report: this report was submitted in error, as the v680 is not sold in the u.s. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.